Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was further noted that the right atrial (ra) lead had dislodged, was not capturing and was not sensing. Medication was administered. The implantable pulse generator (ipg) system was removed and two days later was replaced by a leadless ipg. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.